Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states handset cord is internally frayed and emergency stop on controller is broken. Dealer advised have to wiggle handset cord for it to work.